Event description:
It was reported that, while in the operating room, the system controller had connection issues with the system monitor. The controller was tested against 3 other system monitors and the same issue persisted. The patient cable, system monitor cable, and power cable were all switched out in an attempt to get a working connection, however the issue did not resolve. The heartmate touch that was in use at the time also experienced connection issues with the system controller. The patient's system controller was exchanged and the connection issues resolved. Related manufacturer report number: 2916596-2022-10199.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system controller and system monitor was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days (02apr2022 ¿ 06apr2022 per time stamp). Events occurring on 06apr2022 took place during lab testing at abbott. There were no notable events related to the reported event active in the log file. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced. Additional provided information communicated on 03apr2022 stated that the system controller was exchanged to the backup controller due to communication issues. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.